Manufacturer narrative:
The returned product was patent. It did not meet the requirements for leak testing due to a disconnection between the tubing and the luer connector. It is unknown how the damage occurred. Proteinaceous debris and adhesive were noted at the connection. Additional process improvements and process controls have been implemented for patient line assemblies to address the reported issue. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the tubing of an exacta drainage system became disconnected between the tubing and the luer connector.

Manufacturer narrative:
The returned product was patent. It did not meet the requirements for leak testing due to a disconnection between the most proximal tubing to luer connector on the patient line. It is unknown how the damage occurred. Proteinaceous debris and adhesive were noted at the connection. Additional process improvements and process controls have been implemented for patient line assemblies to address the reported issue. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).